Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up where an indeterminate endoleak was observed. The physician has elected to re-intervene, however, a date for the re-intervention has yet to be scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Subsequent to the previously submitted report, additional information was received clarifying that the suspected type ia/iii endoleak was confirmed to be a type ii endoleak upon re-intervention when an aorto-uni iliac (aui) procedure and a fem-fem bypass were performed. Therefore, a complaint is not warranted as there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. No additional information is available.

Manufacturer narrative:
An evaluation of the reported event is not required as additional information provided confirmed that this is not complaint. Endologix continues to track and trend similar events to ensure the highest quality and patient safety.